Manufacturer narrative:
Biomérieux internal investigation was conducted. Testing of bacteroides thetaiotaomicron atcc® 29741 tm and bacteroides fragilis atcc® 25285 tm provided the expected result of 0.5-2 with etest® metronidazole. The customer complaint indicated result determination after only 24 hours of incubation. Internal testing results were confirmed after 48 hours of incubation as instructed in the etest® application guide. Etest® metronidazole is performing within specification.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer called to report a long standing issues with etest® metronidazole being in low range limits with b. Thetaiotaomicron atcc 29741, mic 0.25, expected results 0.5-2. Customer also states strain bacteroides fragilis atcc® 25285 always runs on the low end (0.25 or slightly under). Customer has retested samples with consistently low range results. Customer did not report any late results or incorrect therapy to patients.